Manufacturer narrative:
Product analysis: performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue.

Event description:
It was reported that the patient was experiencing a low heart rate. Interrogation revealed that the right ventricular (rv) lead was functioning within normal parameters. Two days later, the patient passed out at home, bumped their head, got a black eye and reported to the emergency room. The patient was admitted to the hospital. The rv lead exhibited failure to capture on the monitor however re-interrogation revealed that the lead was functioning within normal parameters. Troubleshooting could not reproduce the failure to capture; however, a couple of beats appeared to be over-sensed. Rv lead sensitivity was reprogrammed. Later that evening, the patient had another episode of failure to capture while in the hospital and a lead dislodgement was suspected. The lead was then explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis:the full lead was returned, analyzed, and the setscrew mark on the connector pin was too proximal. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the outer insulation is cut at 5.6cm.